Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the instrument was inspected prior to use, with no issues found. The fragment was immediately retrieved when the instrument was removed. There were no additional procedures necessary. There were no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken force bipolar jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint. A piece approximately 0.185" x 0.594" was found to be broken off of the instrument. The broken piece was not returned. The complaint regarding the instrument breaking was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hernia surgical procedure, the force bipolar instrument jaw broke and fell into the patient. The broken piece was retrieved during the same procedure. The procedure was completed with a backup instrument.intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.